Manufacturer narrative:
Pump was received with a frozen at medtronic logo. Unable to perform the displacement test, sleep current measurement test, active current measurement test, self test or verify button unresponsive due to display anomaly. Unit was successfully downloaded using thus software. On adapt, no relevant alarms were noted. However on adapt, confirmed (49) alarm on 08/29/2025 20:14:38.000 hour for alarms that may have occurred in the past and line number 691 file number 39 08/29/2025 20:14:38.000 on adapt, confirmed (61) alarm on 08/29/2025 18:46:56.000 hour for alarms that may have occurred in the past and line number 232 file number 06 08/29/2025 19:09:48.000 or during a complaint call that might have triggered the reason complaint pump was cut open to perform visual inspection and found moisture damage on the keypad, pcba1/ pcba2/battery connector/motor/vibrator/force sensor. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during the physical inspection: cracked case, cracked battery tube threads, cracked keypad overlay, stained keypad overlay, cracked case (battery tube), cracked case corner of belt clip rail and pillowing keypad overlay. Unable to confirmed keypad and pump error 49 due to frozen at medtronic logo due to moisture damage pcba1/ pcba2/battery connector/motor/vibrator/force sensor. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced the customer received pump error 49 (history pointers failed. The history pointers are corrupted.), frozen screen, and a stuck button alarm. The customer reported no adverse event. The event involved product(s) mmt-1884. Troubleshooting was performed, and pump was not exposed to change in altitude. No harm requiring medical intervention was reported. The customer will discontinue to use the insulin pump. Mmt-1884 was requested and customer response was the device would be returned.